Manufacturer narrative:
Prodcut code 82-6631. Upon completion of the investigation, it was noted that the supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: several minor bends along catheter body. The device failed temperature test - reading was 1.0mmhg. It should be +/- 0.5mmhg. (Adjusted potentiometer - temperature in spec.) The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 02/013/13. Based on the above evaluation, the supplier was unable to confirm the complaint. Supplier was contacted for additional clarification regarding the temperature test failure. Supplier informed that the actual 'temperature test failure' did not cause, and is not related to the issue reported by the affiliate. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed. Product code 82-6636. Upon completion of the investigation, it was noted that the 1 icp express cable was returned to for evaluation. The icp cable was subjected to visual examination, electrical continuity, electrical leakage, and memory test. The icp cable was visually inspected and no mechanical damage was observed. The cable was connected to a test fixture and digital multimeter to examine the electrical continuity and electrical leakage. In addition, the cable was connected to the icp express unit and fogg pressure simulator to examine the memory of the cable. In conclusion, the subject icp express cable is functioning properly in terms of electrical continuity, electrical leakage, and memory. There is no visual discernible damage to the cable. Trends will be monitored for this or similar complaints. At the present time, this complaint is considered closed. Product code 82-6635. Upon completion of the investigation, it was noted that the supplier performed this evaluation. During evaluation it was verified that the unit had been opened by the customer, the battery replaced, the enclosure was cracked at upper right and the lcd was not functional. As part of the repair actions the enclosure, lcd and battery were replaced. The cause(s) of the damages could not be determined. Note that this unit has been in service for approximately eight years. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Please be advised that we do not use therapy dates as a result today's date was used. Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported: we have again a complaint from the hospital (B)(6) regarding a microsensor that displays negative values. As (B)(6) is on leave till thursday, I am sending the complaint on his behalf. He will pick up the device on monday, (B)(6) 2014 and send it back for examination. May we kindly ask you to send us a complaint number. Additional information from the affiliate stated: the products are sent to you ((B)(4)). There is an additional cable sent (signed by sticker) which is maybe involved in one of the previous incidents ((B)(4)). Unfortunately, the hospital cannot retrace it for sure. (B)(6) : after the patient was brought to the intensive care unit and the icp system was in the new setup, negative values were displayed. It was planned to leave the patient overnight intubated. Due to the not reliable values the surgeon decided to awaken the patient already in the night. 4: 3 (sensor, eprom, monitor); 5: unfortunately not.